Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up procedure. It was discovered that the closure device had shifted distally about 14.7mm. It was also noted that the patient presented with severe mitral regurgitation and significant tricuspid regurgitation along with some aortic valve disease. The physician kept the patient on anticoagulation medication. The plan is to send the patient back to facility where the mitral valve clip was preformed and get a consult for surgery to fix the mitral regurgitation and possibly ligate the laa. The patient remained stable.